Event description:
During flushing, a leak could be seen distal to where the catheter enters the skin.

Manufacturer narrative:
The product has been received by the MFR and is currently being evaluated. Results are expected soon.